Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 14.2 mmol/l (255.6 mg/dl), while wearing the pod between 24 and 36 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied and a bolus of insulin was administered.

Manufacturer narrative:
The received device was evaluated and no kinks were observed on the exposed portion of the soft cannula. A leak test was performed, and no leaks were observed throughout the entire fluid path. The data downloaded from the device did not show any timeouts or drive stalls during the run.